Event description:
Intubated patient in renal failure transferred from hospital to recieve 2 renal artery stents. One stent was successfully placed. Cardiva's vascular closure device (boomerang) was placed and temporary blocking of arteriotomy site was achieved. Boomerang was in place for 15 minutes, then removed. Manual compression followed without success. Artery successfully closed with surgery. Physician reported that he didn't think event was related to device.